Manufacturer narrative:
B1: adverse event/product problem: corrected. Although the DHR could not be reviewed for the target coil mass because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release.the devices were not returned as they were implanted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported cause main coil protrusion.

Event description:
It was reported that during stent-assisted coiling with the coils (subject devices) for an aneurysm located on the right middle cerebral artery (mca) at main branching (trifurcation), there was partial coils migration from sack to parent artery. It was treated with rescue stenting and resolved without sequelae.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that during stent-assisted coiling with the coils (subject devices) for an aneurysm located on the right middle cerebral artery (mca) at main branching (trifurcation), there was partial coils migration from sack to parent artery. It was treated with rescue stenting and resolved without sequelae.